Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the valve came off from the fan spray tip to inside of patient's body during use. Fortunately, the surgeon noticed this incident, he removed it from the wound. Therefore, the valve didn't retain in the patient's body. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The device history record (DHR) for 00515048201lot number z000010035, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) hospital that the valve came off from the fan spray tip and inside of the patients body during use. On (B)(6) 2018, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the valve had dislodged from the fan spray tip. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the valve had dislodged from the fan tip, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.